Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 dripped while it was clamped. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 515301, batch no: unknown. It was reported that the secondary drip chamber continued to drip even when clamped. I have one of the secondary set drip chamber (c60) that continued to drip even when clamped.

Manufacturer narrative:
The following fields have been updated with additional information: medical device expiration date: 2021-08-31. Medical device lot #: 371089. Device manufacture date: 2017-12-21.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 dripped while it was clamped. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 515301 batch no: 371089 it was reported that the secondary drip chamber continued to drip even when clamped. I have one of the secondary set drip chamber (c60) that continued to drip even when clamped.

Manufacturer narrative:
H.6. Investigation:no photos or physicals samples that display the reported issue were provided for investigation. The final product is assembled and packaged at a supplier site. We have notified the supplier of the reported issue. A device history review was performed and found no non-conformances associated with this issue during the production of lot 371089. All product undergoes leakage testing and is not released unless product meets specifications. Based on the available information, we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 dripped while it was clamped. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 515301 batch no: 371089. It was reported that the secondary drip chamber continued to drip even when clamped. I have one of the secondary set drip chamber (c60) that continued to drip even when clamped.